Event description:
The customer reported that the paddle and the paddle tray did not have good contact and the charge test failed. There is no indication of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).